Event description:
The customer removed an unload tray from the sample manager's drawer of the workcell after receiving a barcode misread error. Sample tubes were spilled when the instrument failed to update the unload tray position, after the customer closed the sample drawer. There is no report of injury to the system operator. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the loss of patient sample.

Manufacturer narrative:
A siemens healthcare diagnostics fse was sent to the customer site and replaced the barcode reader. The instrument has been repaired. The instrument is performing within specifications.